Manufacturer narrative:
Per the complaint, (B)(4) is used for conclusion code as device was not returned for inspection.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.